Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram every 5th day, route and duration not reported), fluconazole injection (200 milligrams, route, duration and frequency not reported) and ceftazidime (1 gram every day, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapies were ongoing. No additional information is available.